Event description:
This patient experienced a restenosis of two cypher stent 18 months post implantations. No intervention was taken. The course of treatment has yet to be determined by the patient and their physicians. This patient was a teacher and eventually assistant district superintendent of a school district. In 1998, patient had their first myocardial infarction (mi) and had 2 bare metal stents (brand unknown) implanted. One of them was in the obtuse marginal (om) branch, but he is unsure where the other was implanted. He did well until august of 2002, when he experienced another mi. This time his angiogram showed severe triple vessel disease as well as 100% instent restenosis of the stent previously placed in the om. He was sent for quintuple bypass surgery (CABG). This consisted of three saphaenous vein grafts (svg's), a internal mamory graft the left anterior descending artery (lima to the lad), and a radial artery graft.